Manufacturer narrative:
Initial reporter name and address: (B)(6). (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted.'' Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.' Reason for reoperation: rupture.

Event description:
Healthcare provider reported rupture and cysts on the right side. Device has been explanted and replaced.